Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion, migration, and difficult or delayed separation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott sr. Field clinical & education specialist, tavi. Based on all available information, the reported valve underexpansion appears to be related to a combination of challenging patient anatomy (very fibrotic tissue) and procedural conditions (probably insufficient predilatation). The reported migration appears to be related to procedural conditions (incomplete valve anchoring and difficult or delayed separation). A cause for the reported difficult or delayed separation could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). There was sufficient calcium to allow anchoring of the device in the opinion of the user. The aortic valve angle of the patient was rao 13 caud 8 and the sizing of the annular dimensions of the native valve were: perimeter: 83,8mm, perimeter derived annulus diameter: 26,7mm; area: 534 mm2; lvot: 25,8mm. During the procedure, a pre-dilation was performed with a 23mm balloon. The valve was then inserted, positioned, and upon deployment, it was found to not be opening well. The physician believes this may be due to very fibrotic tissue and probably insufficient effect by the predilatation. The valve was resheathed once before a final position of 5mm below the annulus. While attempting to release the valve, one retainer tab remained attached. After pulling back the guidewire and slight rotation of the flexnav, the tab detached finally. Unfortunately, the valve popped up at the ncc above annulus, migrating toward the aorta. The physician believes this may be due to incomplete anchoring valve and possible pulling on the delivery system after release. A new ds had was opened to implant a 2nd valve. Because of no pvl and acceptable gradient of 10mmhg, they decided not to implant a 2nd valve. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.